Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc.

Event description:
Procedure: urogynecological. According to the reporter, the pt alleged injury.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of the transvaginal mesh in this patient was stress urinary incontinence.